Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: exploration of posterolateral fusion t12-l1, l1-2 and l2-3; removal of posterior spinal instrumentation l2 and l3; bilateral revision laminectomy, facetectomy and foraminotomy s1; bilateral revision laminectomy, facetectomy and foraminotomy l5; bilateral laminectomy, facetectomy and foraminotomy l4; posterior segmental spinal instrumentation utilizing pedicle screws/rod construct with intrasacral fixation l2 to the sacrum; bilateral posterolateral intratransverse fusion at l5-s1 utilizing autogenous bone augmented with rhbmp-2 and dbx demineralized bone matrix ; bilateral posterolateral intra transverse fusion(repair of pseudoarthrosis) at l4-5 utilizing autogenous bone augmented with rh bmp-2 and dbx demineralized bone matrix; harvesting local bone graft from the spine; insertion of intrathecal catheter under direct vision utilizing a direct interlaminar approach at the l1-2 level pre-op and post-op diagnosis: status post arthrodesis segmental instrumentation t3 to l5; probable vertebral osteomyelitis l4 and l5; failure of posterior segmental spinal instrumentation with lumbar spine instability; l4-5 foraminal stenosis secondary to instability and segmental collapse as per op notes: ".. Posterolateral arthrodesis and repair of posterolateral pseudoarthrosis was then effected utilizing a combination of locally harvested autogenous bone, which had been prepared in the bone mill, a collagen sponge dosed with rhbmp-2 and dbx demineralized bone matrix putty. The combination was carefully packed into the decorticated posterolateral region at l4-5 and l5-s1.. No complications were reported.."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-s1 posterolateral fusion with implant of rhbmp-2 mixed with autogenous bone and dbm. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.